Event description:
Patient reported the infusion device triggered an error 7. Preliminary evaluation on (B)(6) 2013 found an e7105 and e7121 in the history. The investigational unit detected that the vibration alarm is not working. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.